Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to cylinders were not sitting well in the corpora. Pump and cylinders explanted and replaced. Reservoir left in place.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to cylinders were not sitting well in the corpora. Pump and cylinders explanted and replaced. Reservoir left in place.